Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a missing label. The following information was provided by the initial reporter: item number: 245122, batch number: 2195040. A total of 3 mycobacterium culture tubes were found to have quality problems, 1 had no label, the laboratory attaches great importance to this situation. According to the customer, quality problems of culture tubes were found in the operation process, which affected the experimental results and diagnostic effect. We hope to solve them as soon as possible.

Manufacturer narrative:
H.6 investigation summary: material (B)(4) is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2195040 was satisfactory per internal procedures. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2195040 were not available for inspection. Two photos were received to assist with the investigation: the first photo shows one tube from batch 2195040 the media fill is less than the expected fill possibly from a tube that may have been leaking. The second photo shows one tube without any labels. No returns were received to assist with the investigation. The complaint can be confirmed for both defects based on the evidence provided by the photos received. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. Bd will continue to trend complaints for leaking tubes, and missing labels. H3 other text : see h.10

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a missing label. The following information was provided by the initial reporter: item number: 245122, batch number: 2195040, a total of 3 mycobacterium culture tubes were found to have quality problems, 1 had no label, the laboratory attaches great importance to this situation. According to the customer, quality problems of culture tubes were found in the operation process, which affected the experimental results and diagnostic effect. We hope to solve them as soon as possible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.